Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pulse generator exhibited inappropriate mode switch episodes due to far field r-wave oversensing. Programming changes were discussed. No intervention was reported.